Manufacturer narrative:
The technician found blood and other material in the latch springs. The technician cleaned the springs to repair the bed.

Event description:
Information received indicates the right head and left foot side rail are not latching.